Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a surgical procedure the irrigation tubing became detached from the irrigation/aspiration handpiece. Additional information is not expected.

Manufacturer narrative:
No I/a handpiece or consumable product was returned for evaluation for the report of the irrigation line detached; therefore, the condition of the products could not be verified. No lot numbers were identified with this complaint; therefore, a lot history review could not be conducted. Because samples were not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).